Event description:
The complainant reported that an intermittent placement signal alarm was triggered during impella support. Repositioning was attempted, but the issue remained. The alarms were disabled, and support was maintained with the implanted pump. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data review: console logs were consistent with what was reported in the complaint. Multiple placement signal low alarms [event set #439] observed in the imc logs. Ltlog data at the time of these placement signal low alarms show that placement signal was less than 150mmhg. Device analysis: console was tested after arriving in field service. The reported placement signal low issue was unable to be reproduced while testing this console on an engineering lab bench. Defects of the optical pump connector and optical bench were observed but their effect on the signal quality were minimal and would not explain the observed symptoms. Conclusion: the root cause of the placement signal low alarms was unable to be determined due to the inability to reproduce. The observed defects of the optical connector and optical bench were likely unrelated to the reported placement signal low issues. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.